Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's healthcare professional (hcp) was out and they needed the device to come out. It was swelling and pinching them, causing them to barely be able to walk. It was noted that the device was in longer than it should have been. They went to the emergency room (ER) four times and knew it was the device. They noted they were in pain and this started three weeks prior to the report. On (B)(6) 2019, it was further reported that the device should have come out three years [ago] and it should have been two years only inside their body. They noted their whole left side was swollen and they couldn't pee. It was noted they were recently discharged from the office because they couldn't take it out. No further complications were reported or anticipated.